Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed with the needle exposed beyond the needle well. The downloaded data did not show any timeouts or drive stalls during its run. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and top housing. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Thus, the misaligned linkage assembly caused the needle to not retract. Further investigation of the device found damages to the distal tip of the soft cannula and a bent formed needle. Despite the damage observed on the soft cannula, fluid was able to flow through its intended fluid path by leaving via the cross drill of the soft cannula. Although damage was observed on the exposed portion of the soft cannula and formed needle, the timing and cause for both components could not be determined.